Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had maladaptation. The iol was exchanged for unspecified lens model 2 months and 23 days after the initial implant procedure. Clinical reason for explant was reported as maladaptation. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).